Event description:
While using the constellation retina machine, an error message appeared on the screen stating that the machine was shutting down. The alcon rep was in the room at the time. The md stopped the case and the eye pressure was stabilized, the alcon rep rebooted the machine and staff were able to finish the case with no further equipment problems and there was no physical injury to the pt's eye.